Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device would ¿load and cycle¿ but then it would do it again repeatedly. The event occurred immediately on use by a lay user/patient at patient home. There was patient involvement, and no harm/adverse event was reported. Product information: remodulin (treprostinil), route of administration was subcutaneous, dose and frequency was unknown.

Manufacturer narrative:
D3: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.